Event description:
The pt experienced decreased pain control. During a dye study (date not reported), they were unable to aspirate. The catheter was occluded. The catheter was revised. There was reported to be no pt injury. The pt recovered without sequela. The device system was used to delivery hydromorphone, bupivacaine, and fentanyl.

Manufacturer narrative:
The removed portion of the catheter has been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.